Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Testing of the returned patient sample was performed. No reactivity was observed with the sample and vs370.

Event description:
Customer reported that no reactivity was observed during an antibody screen with a patient later confirmed to have an anti-e and an anti-c. Customer reports receiving notification from the patient's physician who had indicated that the patient in question did in fact have a history of allo antibodies.